Manufacturer narrative:
The event occurred at (B)(6) university in (B)(6). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 11 month. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient had bleeding in the lower gastrointestinal tract. The treatment included a blood transfusion of 4 to 8 units of packed red blood cells. The cause was due to the complexity of medical management. No further information was provided.